Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for multiple insulin pump error after insulin pump freeze. Customer¿s current blood glucose was not given. Customer advised to discontinue use of the insulin pump and revert to their backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no a20 alarm and a52 alarm noted.